Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision of the articular surface due to pain and device breakage.

Manufacturer narrative:
Visual inspection confirmed that the locking tab was fractured off and the edges of the component appear to be slightly chipped on the anterior side. Wear marks, nicks and gouges can also be seen on the anterior surface, as well as notable wear marks and discoloration on the posterior surface. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Radiographic images were also not provided. A definitive root cause cannot be determined with the information provided. The natural-knee flex system package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. Therefore, this is a known inherent risk of the procedure. However, the complaint may be revised upon the receipt of further information.